Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality. All available information was investigated and a definitive cause for the reported issues of clip open -efaa could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open during efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and noted calcium on the leaflets. The clip opened several times during establishing final arm angle (efaa). The grasp was released and the clip was re-tested in the left atrium and ultimately the clip was able to be implanted, reducing mr to 2+. The clip is stable on the leaflets. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.